Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons were non responsive and harder to press. The customer¿s blood glucose level was unknown. Customer states during the priming process takes longer that they did before. The customer also stated that insulin shoot or squirt out from infusion set as well as insulin pump had unexplainable no delivery alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test , occlusion test, a21 error test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. C2 connector was inspected and locked on lcd board.(B)(4).